Manufacturer narrative:
The technician found contamination on the valve. The technician replaced the head up valve guide tube and plunger to repair the bed.

Event description:
Info received indicates the head of the bed will not go up.